Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that they noticed a blood leak at the venous connector site. The patient was grafted in emergency on the (B)(6) 2015 following a vascular issue. Because of no return of the kidney functional activity, a daily dialysis was needed. The device was placed in the right femoral on the (B)(6) 2014. The dialysis was interrupted to change the connector on a precarious vascular access. The adapter was changed and the catheter was pulled and replaced. There was no medical intervention.

Manufacturer narrative:
Submit date: 1/04/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and the catheter was cut below the hub. The tubing was not received for evaluation. Additionally, the blue adapter was found cracked on the thread pitch area. The crack was at 180 degrees of the injection point. Per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The device was more likely damaged during use. A possible root cause can be due to over tightening of the adapter. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.